Event description:
Event description boston scientific received information that this user was calling to follow-up to an earlier discussion with technical services from last week where this patient apparently lost capture with auto capture (ac) on and was in retry but appeared to still not capture. The caller was now inquiring about what the ac feature would do if thresholds suddenly rose above 3.0v.